Event description:
The medical surveillance specialist (mss) has reviewed the customer service representative's (csr) documentation. On february 1, 2010, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultralink meter read inaccurately erratic. The pt reported blood glucose results of "151 and 50 mg/dl" with a lifescan meter, performed within 20 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. A "couple of minutes" before the alleged issue began, the pt claimed that she had developed symptoms of grogginess and sleepiness. The pt denied receiving treatment because of the alleged issue. The pt did not have control solution for troubleshooting. The meter and test strips were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt performed a meter-to-same meter comparison where the calculated difference of the reported results exceed lifescan's criteria for precision testing. There is no evidence, however, that the pt suffered a serious injury because of the alleged issue. The pt's reported symptoms do not meet lifescan's criteria for a serious injury. The pt also denied receiving treatment as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.